Event description:
It was reported by the sales rep the device was used during a low anterior resection. It was reported the stapler did not fire as expected. No other info is known about the event. There was no consequence to the pt.

Manufacturer narrative:
Proximate reloadable linear stapler: based on the information received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired with a reload cartridge and fired and formed all staples as designed with no difficulties noted. It could not be ascertained as to why the instrument reportedly did not fire as expected.